Event description:
The user facility reported that their 4085 surgical table began to tip while transferring a patient onto the table from a stretcher. Prior to the patient transferring to the table, the tabletop was oriented in a downward position and slid towards the head end. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and stated he was unable to recreate the reported issue and did not detect any functional issues with the surgical table. The 4085 general surgical table operator manual states, "warning tipping hazard: do not place patient on the table unless floor locks are engaged. Center tabletop over column before transferring patient on or off the table." The steris service technician provided counseling on proper use and operation of the surgical table specifically ensuring the tabletop is center over column before transferring patient on the table. No additional issues have been reported.